Manufacturer narrative:
Internal file number - (B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to open the clip and clip jumpiness. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the clip was difficult to open and clip arms jumped open. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The clip delivery system grasped the mitral valve leaflets without reported issues. The operator wanted to open the clip and move to another location, however, the clip was unable to open. Standard troubleshooting was performed (the clip was locked, closed, unlocked, closed) and the clip arms jumped open. The clip arms were then inverted and the device was removed from the anatomy without issues. There were no adverse patient effects and no tissue injury due to this device. Another device was successfully implanted and the mr was reduced to <1. No additional information was provided regarding this issue.